Event description:
It was reported that continuous glucose monitor displayed malfunction message. There was no reported impact to the customer¿s blood glucose level. Customer was given complete pump reset instructions by technical support and planned to reset pump when ready and contact support again if problem continued.